Event description:
A site representative reported that they were able to register the pt and the surgeon was able to place his entry. It was only after the pt was draped that the axiem stopped functioning. He received an amplifier noise error on the axiem box. The surgery was continued with no impact on pt outcome.

Manufacturer narrative:
The device has not been returned to the manufacturer.